Event description:
The customer returned the bronchofiberscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician observed a dent on the forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.